Event description:
Arthroscopic surgery, used 11 blade to insert tools. Tip broke off blade and was found embedded in pt's patella. Intervention: x-ray to conform object embedded and not "free floating." Surgeon made decision safest to leave. Two lot numbers have been provided. Two blades were used and not sure which package the broken blade was in.